Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of device history records for this lot could not be performed as a valid lot number could not be obtained. A review of complaint history records could not be performed as a valid lot code was not provided and could not be obtained. However, multiple events for jamming were identified for this catalog number, these incidents were not isolated to a specific lot number since no device was received by stryker, a conclusive cause for the failure mode could not be identified. No further investigation can be performed due to insufficient information provided. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated. H3 other text: device not returned.

Event description:
It was reported that an everest mi provisional split driver jammed intra-operatively. The knob of the driver would not turn and the tip would not attach to set screws. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.

Event description:
It was reported that an everest mi provisional split driver jammed intra-operatively. The knob of the driver would not turn and the tip would not attach to set screws. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.